Manufacturer narrative:
Batch review performed on 01 february 2021: lot 1923300: (B)(4) items manufactured and released on 03-mar-2020. Expiration date: 2025-02-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional items involved in the event, batch review performed on 01 february 2021: sacro-iliac screw system 03.65.913 favored angle washer ø17mm, ti (k171595) lot. 1924155 lot 1924155: (B)(4) items manufactured and released on 15-apr-2020. Expiration date: 2025-03-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery 1 month after primary surgery for screw malpositioning. The screw was implanted 2mm too deep into the bone during the primary lead to contact with nerve root l5. During revision, the screw came out very easily, but the washer needed several extraction attempts to be revised. Finally removed using forceps.

Manufacturer narrative:
Device returned on 17-feb-2021 and analyzed on 23-feb-2021. Visual inspection performed by r&d project manager. Visual inspection performed on the 23rd february 2021. During a revision surgery, according to the complaint information, the si-joint screw was extracted very easily, but the washer remained in place. Must si-joint screws and washers are designed to be intraoperatively assembled by means of a dedicated instrument before their insertion into the bone; once assembled, implant designs (interference between screw head external surface and washer inner cavity) ensure that the washer can freely rotate around the screw head, but their disassembling is avoided. Their disassembling requires an high axial force that cannot be manually applied. The received implants have been inspected and their coupling surfaces are inside drawing tolerances (screw ø10.44mm - washer 10.34mm - interference of 0.10mm). They have been successfully and easily assembled with the dedicated instrument (03.65.10.0035), and it was possible to disassemble them only using an hammer in more than one attempts. For these reasons, the potential root cause could be the not proper and complete screw-washer assembling during the primary surgery, that led to the unexpected disassembling during the revision surgery.